Event description:
It was reported to philips that the device suddenly stopped working and could not be used anymore. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred after completion of scan examination. The philips field service engineer (fse) inspected the system onsite to check the reported problem. A review of the system logfiles found host pc issue during the power on self-test. Upon troubleshooting actions, fse identified that the host pc was defective. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred after completion of scan examination. The philips field service engineer (fse) inspected the system onsite to check the reported problem. A review of the system logfiles found host pc issue during the power on self-test. Upon troubleshooting actions, fse identified that the host pc was defective. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The manufacture date has been updated.